Event description:
It was reported that the lead was replaced due to apparent fracture and impedance at 1500 ohms. Increased impedance and thresholds were reported through the ipg. At the time of lead changeout, blood was noted in the ventricular port. A new lead was inserted, and there was no ventricular output. The ipg was also replaced. No patient complications were reported as a result of this event.